Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the biomed received an arctic sun device from the floor with a note that said broken. Biomed wanted to know if the nurses had calling over the weekend about this device and stated that the biomed were running the device for a few hours, and it appeared to be working and checked log on april 8th there was an error 80 (non-recoverable system error) and downloaded the patient data from therapy. Informed biomed there was not a call regarding this device from the weekend.

Event description:
It was reported that the biomed received an arctic sun device from the floor with a note that said broken. Biomed wanted to know if the nurses had calling over the weekend about this device and stated that the biomed were running the device for a few hours, and it appeared to be working and checked log on april 8th there was an error 80 (non-recoverable system error) and downloaded the patient data from therapy. Informed biomed there was not a call regarding this device from the weekend.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the problem was not reproduced during testing. Biomed wanted to know if the nurses had calling over the weekend about this device and stated that the biomed were running the device for a few hours, and it appeared to be working and checked log on april 8th there was an error 80 (non-recoverable system error) and downloaded the patient data from therapy. Informed biomed there was not a call regarding this device from the weekend. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.